Manufacturer narrative:
One decontaminated sample with lot # 7091480 and 2 samples were received in their sealed sterile packaging. Upon visual examinations, the following was found: - used sample: the distal end of the catheter was cut at the level of the eyelet. The catheter is bevelled. The cut is cleaned. - unused samples: no defect was observed. Based on the above, this complaint is confirmed. A record review indicates that no additional reports have been received to date for this lot. A review of lot history records indicated that no anomaly was detected during inspections at production. The described defect occured on a packaging machine ("2th") implemented in 2007. During the sealing step and when the blister is not correctly positioned, the welding machine could have cut a part of the catheter. In 2008, a safety device was implemented that stops the packaging machine when the product is out of the blister before the sealing. This lot number was produced prior to the implementation of the above safety device. Furthermore, the IFU indicates "prior to catherisation, it is usual practice to check that the valve and balloon are functioning properly by inflating and then deflating the balloon". By checking the valve and balloon, the user should have noticed the absence of the end tip of the catheter.

Event description:
According to the information received, a clinic reported that, after placing of the catheter, blood came out from the catheter instead of urine. The catheter was removed from the patient and at the inspection of this catheter, the doctor saw that the tip of the catheter was cut off. One part of the tip was missing. The catheter was bevelled. Clinical consequences include: - fiberoptic endoscopy was made and no catheter tip was found in the bladder. The catheter has probably been cut before placement of catheter; - hemostasis has been done by the surgeon during the fiberoptic endoscopy; - urethra trauma. The patient is still in observation. The product has been kept and will be sent with 2 other products from the same lot number. Case reported.